Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that after power cycling the device and changing the ECG cables, the device worked as expected. The device has not been returned to zoll for evaluation.